Event description:
It was reported that when the account opened the package, foreign material was inside the box.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.